Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: review of the black box revealed multiple records of loss of prime (162) with low non-zero force. On investigation, the pump powered on normally and was exercised for 24 hours without duplication of the alleged loss of prime. The force sensor was evaluated and found to be within specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was found to be dim/faded/discolored. The threads on the returned battery cap were stripped and a test cap was used to complete the investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings while cartridges from the same box were in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.